Manufacturer narrative:
Additional information received on 12/10/2019 indicated the baker grade of the capsular contracture was baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The report submission due date in the previous report was erroneously entered as 2/5/2020. The correct report submission due date for the previous report is 2/8/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the posterior aspect. Within the crease, a tear was noted measuring approximately 3 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 200cc, catalog number 3502001bc, lot number 6478450. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 200cc and experienced rupture and capsular contracture baker grade unknown on the right side, which was confirmed via MRI. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 335cc, catalog number shpx335, serial number (B)(4) (r) and a mentor memorygel breast implant 285cc, catalog number shpx285, serial number (B)(6) (l) on (B)(6) 2019.